Event description:
Patient reported implant rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g8, h10.

Event description:
This record is no longer reportable to the FDA as it is a duplicate of operating record cn-(B)(4).